Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during initial drain. The hp would start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. He stated that after starting over with new supplies, therapy went well. He did not notice anything unusual about his supplies or set-up that could have caused the alarm, and he did not see any air in the lines. He had told his nurse about this occurrence. Therapy has been going well since, and there were no adverse effects reported in relation to this incident. Bps contacted the registered nurse on (B)(6) 2011. She stated that she had spoken with the patient this morning and that he had mentioned the alarm. She stated that there were no adverse effects related to this incident, and that the patient was continuing his therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted throug (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed.